Manufacturer narrative:
Date of report : 04/29/2019, date rec¿d by MFR : 06/22/2019. The customer requesting battery replacement interval. The product support advised customer that the battery should be replaced every 5 years. Based on the unit shipped date 03/07/2013. The battery is over 5 years old. The battery met it's end of life. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01may2019. A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the v60 failed the internal battery test during preventative maintenance. No patient or user harm was reported. Event date not specified: estimate used.